Event description:
Pt's son visited mother in nursing home and noticed that the right front wheel of the walker had detached. There was no injury. The detached wheel assembly was not returned for evaluation. When a replacement assembly was installed, the unit functioned properly.